Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6), study ID mdt22045cstail and incident type ae subevent number: 001. Description: pseudoarthrosis onset date: (B)(6) 2025 outcome status: recovering/ resolving interventions: action subtype: ae result in hospitalization action result: yes action subtype: hospitalization action result: no hospitalization action subtype: physical therapy action result: yes site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening, medical intervention. Site related assessment: it is possible related to study device. Sponsor assessment (oc muo): possible related to study device and not related to any procedure. Diagnostics: action type: diagnostic action subtype: x-ray-2 action result: pseudoarthrosis action date: (B)(6) 2025 action info: clinically significant yes action type: diagnostic action subtype: computed tomography-1 action result: CT cervical reveals loosening of multiple screws and mispositioning of hardware particularly at top of hardware construct. Action date: (B)(6) 2026 action info: clinically significant yes action type: diagnostic action subtype: diagnostic tests performed action result: yes event: it was reported that CT cervical reveals loosening of multiple screws and mispositioning of hardware particularly at top of hardware construct. Additional information was received via manufacturer representative that there is no revision surgery planned or scheduled for the removal of reported products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.